Manufacturer narrative:
The lens was inserted and removed. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed that the lens was cut in and covered with viscoelastic material. The customer's reported complaint for lens scratched could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted

Event description:
It was reported that an intraocular lens (iol) was inserted into the patient's eye, when the doctor realized that the lens was scratched. Reportedly, the lens was cut in, removed from the eye and replaced. No further information was provided.